Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure date of initial procedure? Product code and lot number? What is physician¿s opinion as to the etiology of or contributing factors to this event? The initial approach for the index surgical procedure? Any concurrent procedure/device implantation? Were there any intra-operative complications? Describe any medical/surgical intervention for exposure including dates and results. What is the patient¿s current status?

Event description:
It was reported that the patient underwent an unknown gynecological procedure on unknown date and the mesh was implanted. Five months following the procedure, the patient was diagnosed with asymptomatic vaginal mesh exposure. Incidental finding on examination was recurrent urinary tract infections. It was also reported that the exposed tape was excised and cystoscopy was normal. Additional information has been requested.